Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fiber breakage, debris under objective lens cover glass, dents on the distal edge of the objective frame and loose light guide adapter tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause for accumulation of debris on the cover glass could not be established. The most probable cause of the additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.